Event description:
Patient was in office for an image guide fusion prostate biopsy. Patient was positioned and prepped for the procedure. When priming the gun and demonstrating the sound the biopsy gun makes, the gun did not fire. We were unable to utilize this gun at all for the procedure. Gun put aside to be sent back to manufacturer and new biopsy gun utilized to finish the procedure. Manufacturer response for disposable core biopsy instrument, bard max core disposable core biopsy instrument (per site reporter).